Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that cardiac perforation was observed via echocardiography examination. The lead was explanted and replaced without any complications.